Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 30 mg/dl and customer treated with glucagon. The customer indicated that their blood glucose goes down every time a bolus is administered. Troubleshooting found that the pump programming is correct. The customer was advised to monitor their high blood glucose and follow up with their doctor and call back if further assistance is needed. No further details given.